Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the first attempted leadless ipg experienced the recapture issues while still tethered and was successfully removed. The second ipg did not exhibit any issues and was successfully implanted.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys/ expiration date: unknown, UDI #: unknown, device available for evaluation: no, dev rtn to MFR? No, mfg date: unknown, labeled for single: yes (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation and recapture of the leadless implantable pulse generator (ipg) the cone of the delivery system could not be extended over the ipg to recapture the ipg. It was also noted that great resistance was felt while trying to flush the delivery system. After several unsuccessful attempts to recapture the ipg it was deployed, turned and inactivated. A second ipg was attempted and difficulty recapturing that ipg was also encountered but it was eventually recaptured and removed from the patient. The procedure was completed with the a third ipg, which remains in use. No patient complications have been reported as a result of this event.